Event description:
Psr. Spoke with pt regarding solis pump malfunction. Pt reported that at the time to change the cassette the cassette had run dry and the line had bubbles in it. The pump gave no alarm or alert that the cassette was empty. Serial number (B)(6). Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Unknown; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.